Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of 426 mg/dl. The customer did not report symptoms and was treated with the insulin pump. Customer's blood glucose value was 250 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Customer declined to troubleshoot for high readings. Troubleshooting was not performed. The product will not return for analysis.